Manufacturer narrative:
Mindray collected logs from the benevision n19 patient monitor (serial number: (B)(6)) for evaluation. Mindray's investigation confirmed that prior to 4:00 pm on (B)(6) 2025, only the on/off setting of the ibp art alarm had been modified. Additionally, the lower limit of the hr alarm was adjusted on (B)(6) 2025. No other alarm settings were changed during the period in question. During the specified timeframe, multiple physiological alarms were generated, including rr high, spo2 desaturation, extreme bradycardia, spo2 no signal, ventricular tachycardia, and tachycardia alarms. The benevision n19 patient monitor performed per specifications.

Event description:
No device malfunction was reported. The customer has requested that mindray conduct a log evaluation for an event that occurred on (B)(6) 2025, between 4:00 pm and 7:00 pm with the benevision n19 patient monitor (serial number: (B)(6)). The customer seeks clarification regarding whether all alarms during the specified period were related and whether any device settings or parameters were changed prior to the patient coding. On (B)(6) 2025, mindray was notified that the patient associated with this occurrence coded. Furthermore, it was clarified that the patient had experienced an arrest.

Event description:
No device malfunction was reported. The customer has requested that mindray conduct a log evaluation for an event that occurred on october 6, 2025, between 4:00 pm and 7:00 pm with benevision n19 patient monitor (serial number: (B)(6). The customer seeks clarification regarding whether all alarms during the specified period were related and whether any device settings or parameters were changed prior to the patient coding. On (B)(6) 2025, mindray was notified that the patient associated with this occurrence coded. Furthermore, it was clarified that the patient had experienced an arrest.

Manufacturer narrative:
Logs were collected for evaluation, and the occurrence is under investigation.